Event description:
A customer reported that they obtained high readings on their freestyle papillon mini meter. The customer reported that they obtained a reading of 83 mg/dl compared to 43 mg/dl with a lab meter within a 10 min timescale. When plotted on a parkes error grid the results fall in the "c" zone which are considered to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.